Event description:
Per complaint (B)(4), during clinical procedure, there was an error in surgical protocol.

Manufacturer narrative:
Patient's identifier, weight, date of event were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant and explant dates are unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.